Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable following an unrelated surgery. Troubleshooting was attempted but could not provide resolution. As a result, the patient will undergo surgical intervention.